Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -0.50/6.00/134 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. Refractive surprise was reported, lens remains implanted. The reporter stated that the eye is quiet. It was reported that vision is 20/60 undilated with a vault of 660 and 20/30 dilated with a vault of 442. If additional information is received a supplemental medwatch report will be submitted.